Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(4), it was discovered that the trunk cable connector was broken and the ECG a to front therapy electrode cable, as well as the distribution node to ECG b cable, were both cut. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. During servicing, it was discovered that the trunk cable connector was broken and the ECG a to front therapy electrode cable, as well as the distribution node to ECG b cable, were both cut. The root cause for the damaged connector and electrode belt cables could not be positively identified, but was likely physical abuse. No adverse event occurred due to this failure. The last person to use this electrode belt did not report any problems.